Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (500mcg/ml at 112mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the healthcare provider (hcp) exposed the pump, removed the old medication and filled the reservoir with 40ml of lioresal 500mcg/ml.  The hcp then secured the pump to his level of satisfaction. The pump pocket was closed in typical fashion. Pump volume was then updated.  The patient's weight and medical history were asked but unknown.  The patient was reported alive with no injury.  The issue was reported to be resolved at the time of this report.